Event description:
A complaint was reported that a pt had skin erosion at the ipg site. The decision was made to explant the pt's precision system.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for eval.